Event description:
Elderly female in hybrid or for transcatheter aortic valve replacement. Pacing malfunction and wires removed intact. "Pacing wire may be internally severed. The cable is bent and looks to be broken internally".